Event description:
It was reported that the right ventricular (rv) lead got stuck in the safe sheath during the implant attempt. The physician reported there was major resistance when moving the lead. The physician also noted there was damage to the distal and proximal end of the rv coil. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Analysis revealed the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.